Event description:
Mw (B)(4)- it was reported that IV pump channel on far right reportedly caused a "shear hole" in the IV tubing. "IV pump channel on far right reportedly caused a hole in the IV tubing. Tubing was switched out and new tubing also developed a hole. IV pump channel door was found to be a little sharp and caused a shear hole in the IV tubing. The door latch was replaced." Therapy was never given to the patient because the IV pump/tubing failed before medication before medication could be delivered. Although requested further information was not provided.

Manufacturer narrative:
The reported event of device had channel punctured tubing was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 22mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module interruption of therapy, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced h3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
(B)(4) - it was reported that IV pump channel on far right reportedly caused a "shear hole" in the IV tubing. "IV pump channel on far right reportedly caused a hole in the IV tubing. Tubing was switched out and new tubing also developed a hole. IV pump channel door was found to be a little sharp and caused a shear hole in the IV tubing. The door latch was replaced." Therapy was never given to the patient because the IV pump/tubing failed before medication before medication could be delivered. Although requested further information was not provided.